Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient's right ventricular (rv) lead was "nicked" in the area of the right atrium during a cardiac ablation (maze) procedure. A sleeve was placed around the lead to protect it from further damage. No compromise to lead integrity was noted and lead testing and functionality were normal. The lead remains in-service. No additional adverse patient effects were reported.